Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was not determined. No repair was needed to correct this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with an 804:26 failure code. The event was reported to have occurred upon power up. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The software version is currently unknown.